Manufacturer narrative:
Product complaint # (B)(4) if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the anterior tab on attune tibial insert was defective and would not lock into the base plate.

Manufacturer narrative:
Product complaint # : (B)(4). The device associated with this reported event was not returned for evaluation. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. If information is obtained that was not available for the initial medwatch , a follow-up medwatch, a follow-up medwatch will be filed as appropriate.